Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. After being connected to the chronic right ventricular (rv) lead, the shock lead impedance was tested and resulted in greater than 200 ohm impedance measurements when programmed coil to coil. Shock lead impedance measurements with the previous device were noted to have been within range. The attempted device was removed and another implantable cardioverter defibrillator (ICD) was implanted. Defibrillation threshold (dft) testing was performed using a configuration of rvc to can at 17 joules with success. The device was interrogated post implant and shock impedance measurements were greater than 200 ohms in both coil to coil configuration and triad. At that time, the svc coil was suspected to have been causing the out of range measurements. Fluoroscopy was performed but was unremarkable. The chronic rv lead and second implanted device remain in service. The first attempted device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.